Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seals were contaminated. Unable to download event history logs due alarm message error code 1260 on the pump display. Primary problem of error code 1260 was duplicated. Found microprocessor unit board was inoperable, causing alarm message displayed error code. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device has error 1260 there was no patient involvement.